Manufacturer narrative:
The reported event was inconclusive, as the device was not returned for evaluation. The potential root cause for this failure mode could be defective component from supplier. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "accessories: closed drainage bag (the illustration shows one example of typical configurations.), syringe prefilled with sterile water, water soluble lubricant, antiseptics: bard® 10% povidone-iodine solution, tweezers, gauze pads, waterproof sheet, cotton balls, gloves."

Event description:
It was reported that there was only 8cc of water inside the syringe. The syringe was discarded at the facility site.